Event description:
It was reported by the customer's father that the customer had a keypad anomaly. Customer tried to change the battery several times, but the issue still persists. Customer set the bolus via pen because there wasn't any response from the buttons. Father also reported that sometimes the buttons work, but they need several button pushes to set bolus. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). .

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had a scratched lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.